Event description:
On 05/18/1999, safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: in her various places of employment, plaintiff inhaled and was dermally exposed to substantial amounts of latex, latex dust, latex proteins, latex- containing powder and/or various other additives resulting from the ordinary and foreseeable use of latex-containing gloves used by her as well as her co-workers. On or about 06/13/1997 she discovered that as a cummulative result of her exposure to latex gloves she was caused to suffer severe and immediate reaction upon re-exposure to latex or latex-containing products.